Event description:
The customer reported poor image quality was found on the system. The image was whiting out. No pt injuries were reported.

Manufacturer narrative:
The ge service rep calibrated image chain. The disk view wasn't working, d partition not setup, setu d partition with "makeddir" command, image directory/disk view now working as intended.